Event description:
The account alleged the hospital staff lowered the bed on top of a chair. The staff removed the chair but when operating the hi/low function the bed fell. No injury reported.

Manufacturer narrative:
The account stated the lift arms fell out of the frame as well as the brackets. The technician investigated the bed and found the lift arm straps are missing from the bed. The technician inspected the bolt holes that secure the lift arm straps, and they appear to have never been threaded with a bolt. The paint inside the holes had no thread marks. The lift arms also did not have any marks where the straps would have been located. The account stated that when the nurse was raising the bed up to affix a continuous passive machine the foot section of the frame collapsed down. This caused pain and emotional distress to the patient and the patient who had hip replacement surgery prior to the event was taken for an x-ray of the hip. The initial allegation of no injury was incorrect. No further information is available on the repair of the bed at this time.